Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09083, 2134265-2015-09167. It was reported that an automatic pullback failure occurred. During an angioplasty procedure, an ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. During an intravascular ultrasound (ivus) to the left main, it was noted that the sled was unable to perform an automatic pullback even though the sled was able to move freely prior to attaching the motor drive unit. The procedure was then completed with a manual pullback. No patient complications were reported and the patient's status is fine.